Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.the additional graftmaster device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). An unspecified balloon dilatation catheter (bdc) was used but caused the vessel to rupture. A 3.5x19 mm graftmaster covered stent was attempted but could not cross to treat the perforation due to the anatomy. Another 2.8x19 mm graftmaster covered stent was attempted but again could not cross to treat the perforation due to the anatomy. Another balloon dilatation catheter was used to complete the procedure. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.